Manufacturer narrative:
Tracking #.45429. Date sent: 11/10/1998. H6: bent clamp arm. Harmonic scalpel laparoscopic coagulating shears (lcs): based on the info rec'd and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. There were two devices returned. One of the devices was rec'd in good condition with no anomolies noted with the jaws of the device. The second device was cycled and it was found that the clamp arm of the lcs was bent. No conclusion could be reached as to what may have caused the clamp arm to be bent.

Event description:
The devices were used during a laparoscopic gastric banding procedure. It was reported by the affiliate that it was impossible to use the devices because the jaws are not in a straight position when attached to the handpiece. There was no pt consequence.